Event description:
A report was received that the patient had a fractured lead. The patient underwent a revision wherein the lead was replaced.

Event description:
A report was received that the patient had a fractured lead. The patient underwent a revision wherein the lead was replaced.

Manufacturer narrative:
Additional information was received that the patient¿s lead was not fractured, but only migrated. Reprogramming was done to compensate lead migration. The patient did not undergo revision procedure.

Event description:
A report was received that the patient had a fractured lead. The patient underwent a revision wherein the lead was replaced.

Manufacturer narrative:
Additional information was received that the patient's lead was not replaced.